Manufacturer narrative:
There was no request for device interrogation at the time of the pt's death and the device remained implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that the pt implanted with this model cardiac resynchronization therapy defibrillator (crt-d) expired. It was reported that the device did not deliver a shock when the pt went into a life threatening arrhythmia. Additional information was received from the local area sales representative indicating the pt was brought to the emergency room in cardiopulmonary arrest. The pt was unresponsive when they arrived at the emergency room and had a history of cad, chf and copd. There were no allegations against the functionality of the device from the pt's physician.